Manufacturer narrative:
The iris field service engineer (fse) was at the customer site on (B)(4) 2016. The fse observed that the tubing at the probe bypass valve (pbv) needed to be replaced. He replaced the tubing to resolve the reported issues. The system was operational. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer stated that there was a fluid leak of approximately 50ml from the iq200 system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time the uncontained leak was observed. There was no exposure to mucous membranes or open wounds.